Event description:
A patient reported pain in their front tooth. The front tooth started turning dark and the patient went to the dentist and told the dentist that their front tooth was dead now and it could be because of the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.